Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 325 mg/dl, 144 mg/dl, 247 mg/dl and 114 mg/dl. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.